Manufacturer narrative:
Patient identifier, age or date of birth, and weight are not available for reporting. Date screw head came off is not known. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it is reported patient was implanted with the matrix hardware on (B)(6) 2017 to stabilize the l1-l2 levels due to degenerative disc disease. Patient reported post-operative discomfort in the lumbar area. X-rays taken on unknown date revealed the polyaxial screw head at l2 left had come off the matrix screw. Patient was returned to surgery on (B)(6) 2017 where screw head was removed and replaced. Concomitant devices reported: matrix screw (quantity 1). This report is for one (1) matrix polyaxial head. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
X-ray review was performed and complained issue that the reported screw head, fixed on the l2 left, came off was confirmed. UDI: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision surgery was completed successfully with no surgical delay reported.